Manufacturer narrative:
This report is submitted on october 7, 2022.

Event description:
Per the clinic, the patient experienced performance decrement and a tip foldover of the electrode array, resulting in the decision to explant the device. Subsequently, the device was explanted on (B)(6) 2022. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 16, 2022.